Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a possible bluetooth malfunction. No intervention was performed. The patient was in stable condition.

Event description:
New information received indicates that the device was unable to pair due to backup vvi mode. The device was restored successfully. The patient was in stable condition.